Event description:
Boston scientific received information that during the implant procedure, this implantable defibrillation lead exhibited high out of range shock impedance measurements. It was suspected the lead may have been damaged during the suture process. Another lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead has not been returned for analysis. This report will be updated should additional information become available.

Manufacturer narrative:
The lead was returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the stylet in the lead. Attempts to remove the stylet were unsuccessful due to dried body fluid within the lead. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations.